Event description:
The distributor contacted animas on (B)(6) 2014 alleging the battery alarm did not work. There was no reportable adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the alarm history revealed only typical use alarms. The device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: on investigation, the pump powered on normally. The pump was exercised for 24 hours without issue. Low battery and replace battery warnings were induced and occurred at the correct voltage thresholds and the pump responded by emitting the appropriate alarm/warning and appropriately recorded those alarms/warnings in the history. The total daily doses added up correctly to reflect the user¿s programmed basal rate. Investigation revealed the pump was delivering accurately within the required specifications without malfunction. The alleged issue was not duplicated.